Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. After a 300mm non-bsc guide wire crossed the lesion, an intravascular ultrasound catheter was advanced but failed to cross. A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilation. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mmx4cm non-bsc balloon catheter. No patient complications were reported.